Event description:
Device reportedly free-flowed: the device was programmed to deliver 5% dextrose at a rate of 60 ml/hr. The nurse immediately got an occlusion alarm. The nuser manager, clinical information systems, was called into the room. She stopped the device, checked all lines, opened the door to check the tubing was loaded correctly, and removed and reseated the free flow clip. Everything appeared to be loaded properly. She closed the door and the device alarmed again, so she pushed the stop button and re-checked all lines. While the device was on hold, she noticed that the IV solution was dripping steadily and faster than it was programmed to deliver. She had the device and its tubing quarantined. There was no patient injury reported.